Manufacturer narrative:
The company representative observed error code 65 in the error log indicating a safety vent valve (k6a) failure. The vent valve (part number 0119-00-0170) was replaced. The company representative performed performance and safety tests. The unit met factory specifications and was returned to the customer. (B)(4).

Event description:
The customer reported that prior to use of the iabp unit, there was a system failure at power up. No patient injury was reported.